Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented, cat# 5515-f-301, lot# dvs; triathlon prim tib baseplate cemented, cat# 5520-b-300, lot# brwz; triathlon asymmetric x3 patella, cat# 5551-g-299, lot# b897. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device(s) cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon did an explant because medication pt was on caused deep bone infection."